Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After a guidezilla2 guide extension catheter was advanced, a 2.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered when the device was inserted inside the guidezilla2 and the edge of the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent revealed distal stent damage. Distal strut segment 1-3 were damaged and deformed. The remainder of the stent was undamaged. The outer diameter of the undamaged section was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After a guidezilla2 guide extension catheter was advanced, a 2.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered when the device was inserted inside the guidezilla2 and the edge of the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.